Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3321274, is 24g and product code is 383715, produced on 2023/11, with a total of (B)(4) pieces in this batch; (2)inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer returned a sample, as shown in the attached photo 1. Take the sample for 45psi leakage test, and found that the liquid leaked from the extension tube and the luer connector, as shown in the attached video 2; observed the connection between the extension tube and the luer connector under microscope,and no abnormality was found,as shown in the attached photo 3; cut the sample open and observe the swaging status of the metal wedge, , and no abnormality was found, as shown in the attached photos 4. Observe the flaring state of the extension tube, found that there was a hole in the extension tube and the metal wedge was damaged, as shown in the attached photos 5-8; 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) based on the analysis of the samples returned by the customer, confirm that the metal wedge was damaged, which punctured the extension tube, causing leakage; (2) this product is produced on automatic line. After check the flaring station of zone7 s5, found that the flaring cylinder slowed down and the metal wedge was damaged when the cylinder was pressed down, causing the extension tube to be punctured. Corrective action: (1) the technician has replaced the cylinder at the expansion station and continues to monitor it,attached the equipment maintenance records; (2) modify the equipment maintenance record document mfg-11074-a, add monthly inspection and replace the flaring cylinder. In summary, the root cause of the complaint is that at the zone7 flaring station, the flaring cylinder moves slowly, when the cylinder is pressed down, the metal wedge is damaged and the extension tube is punctured, causing the product to leak. The factory has taken relevant improvement measures and continues to pay attention to and monitor the trend of defect complaints. H3 other text : see narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus leaked at adapter tubing junction the following information was provided by the initial reporter: the head nurse reported that during the use of the indwelling needle, leakage occurred at the extension tube and the yellow connection. The number affected was 1. A green claim is required, a complaint reply letter is required, and a complaint acceptance letter is required. Samples can be returned, and photos can be provided.